Event description:
The device was being used in a cath lab procedure. According to the reporter, the device lost the blood pressure reading, the monitor screen "froze" and the service led lit. Power was cycled, the monitor screen intermittently lost the display, on and off, for approximately another two minutes, then subsequently operated properly. No adverse affects to the patient were reported as a result of the alleged malfunction.